Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving check therapy electrode messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. Upon eval the cable connecting the distribution node and the front therapy electrode was pulled from the front therapy electrode. This caused the pulse wire to break from the distribution node pca board, which caused check therapy electrode messages. The root cause for the damaged cable and pulse wire could not be positively identified but was likely excessive force on the electrode belt cable. No adverse event resulted from the damaged cable and pulse wire. The pt received a replacement electrode belt.